Event description:
It was reported the patient experienced an overdose. About 4 months after implant the patient was "not getting good pain relief in his neck so his physician doubled his medication and by the time the patient got home he was seizing up and passing out." It was reported it "took time for the patient's body to get used to the medications but he began getting therapy without issues." The device system was used to deliver bupivacaine and baclofen. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that patient still had concerns regarding the device but the patient was working with the doctor or representative. The patient scheduled appointments on (B)(6) 2012 and (B)(6) 2012.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# unknown, implanted:, explanted:, product type: programmer, physician; product ID (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted:, product type: catheter; product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2011, explanted:, product type: catheter. (B)(4).